Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient had a sudden hand shaking on the day of the implant. The patient called in to get help increasing their stimulation and they didn't know how to use the patient programmer. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating the increase in therapy has helped them so much. They increased from 1.8 to 2.0. At the last appointment, on (B)(6) 2018, the doctor wanted the patient to rely on the ins therapy more and asked the patient to stop taking one of their medications. The hcp also increased the left and right hands from 2.4 to 2.6. When the patient stopped taking medications, the patient was not feeling well and was shaking a little. They started taking medications again the last couple days and they felt better and their hand shaking has calmed down. This shaking was not the same shaking as they had prior to the implant, it was only very slight. They only are taking half a pill and everything is fine. The next appointment is in january. No further complications were reported as a result of this event.